Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01351, -01353, -01354.

Manufacturer narrative:
Complaint database was reviewed and no item or lot specific issues were identified and trending is ongoing for conserve products. Risk assessment has been initiated and is in process.

Event description:
Allegedly, patient was revised due to: corrosion; osteolysis; bone loss:-left.